Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). For follow-up report 2, a correction to field g4 was submitted in the supplemental report.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields (list the corrected fields on the form) is being submitted in this supplemental report.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number). A correction to fields d2 and g4 is being submitted in this supplemental report.

Manufacturer narrative:
Additional information: a voluntary medwatch was received from the patient's family member. The information submitted reported that during a transcatheter pulmonic valve replacement procedure, during the sapien 3 valve deployment, the commander delivery system balloon ruptured. The delivery system could not be pulled back into the sheath or withdrawn. An emergency femoral cut-down was performed to remove the devices. Several units of blood were required due to blood loss during the procedure. Post dilation of the valve was also required, prolonging the procedure. The procedural complications resulted in prolonged surgery, prolonged intubation and a prolonged stay from 1 day to 4 days in the cvicu. The 14fr esheath was returned to edwards for evaluation. Visual inspection of the sheath revealed circumferential delamination of the sheath liner. The marker band was observed to be present, and soft tip damage was observed. Kinks were also observed 8.75 inches and 9.5 inches from the distal strain relief. Minor kinks were observed 3.75 inches, 4 inches and 4.75 inches from the distal tip. The sheath was also scratched near the distal tip. No case imagery was provided for review. Complaint history review from august 2020 to july 2021 for the esheath (all models and sizes) revealed other similar complaints for the appropriate codes. Available information suggests procedural factors (excessive manipulation, non-coaxial withdrawal, withdrawal difficulties, withdrawal of a burst/torn balloon, withdrawal of a crimped valve, withdrawal of altered profile, residual fluid) may have contributed to the complaint events. Since no edwards defect was identified, no corrective or preventative action is required. Per the instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the condition of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of complaint history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation; therefore, the alleged damages were likely not present out of box. The complaint description states, 'upon removal of the delivery system through the sheath the inner core of the delivery system tore and was left in the body. The nose cone was into the sheath, so we discussed removing the sheath and nose cone as one over the wire. Well somehow the sheath got removed but the nose cone stayed behind.' As the balloon had burst, the altered burst balloon profile may have led to the withdrawal difficulty of the delivery system as the altered balloon profile can get caught on the distal tip of sheath. Attempts to retract the delivery system back into the sheath in such a condition may have led to the observed delamination. Available information suggests procedural factors (withdrawal attempts of the burst balloon) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04377.

Event description:
Pre-decontamination of the returned esheath revealed full liner delamination 4.5 inches from the distal tip. As reported, during a pulmonic valve replacement procedure, near full inflation of a 26mm sapien 3 valve, the commander delivery system balloon ruptured. The valve placement was good, and the valve was stable. Difficulties were encountered during the removal of the delivery system back into the sheath. During the manipulation of the delivery system, the 'inner core' of the delivery system tore and the nose cone separated. An attempt was made to remove the delivery system, nose cone and sheath as a unit, however, the nose cone remained in the patient. A femoral cutdown was performed and the nose cone was removed. Following device removal, it was noted that the balloon was torn circumferentially. Sheath damage, tears on the expandable portion, was also reported. Once the delivery system and sheath were removed, a non-edwards balloon catheter was used to post dilate the valve to full expansion. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.